Manufacturer narrative:
A manufacturing evaluation was completed: a visual inspection of the as received condition of the plate revealed that the plate is broken into two pieces. The break runs across the third shaft combi-hole. Marks and scratches are present on top and bottom surfaces of the plate. Part raw material was verified and found to be conforming. Part was inspected for thread pitch depth and was found to be conforming. Part was inspected for plate width and was found to conforming. Part was inspected for combi-hole slot width and was found to be conforming. Part was inspected for plate thickness and was found to be conforming. The measurements and evaluation was performed and closest area of the plate breakage that could be obtained. In this case, no manufacturing related issue was identified and/or confirmed. A product investigation was completed: the relevant measurable dimensions of the lcp proximal femoral plate was as far as possible checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards for implants for surgery, stainless steel. The fracture surface is homogenous, which indicates material conformity. No product fault could be detected. The investigation has shown that the plate is broken into two pieces. The break runs across the third shaft combi-hole. Marks and scratches are present on top and bottom surfaces of the plate. Finally we are based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure of the nail. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age not provided by reporter. This report is for unknown d c plate, unknown lot number. Patient original implant was (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. (B)(6). 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate is broken postoperatively. The patient underwent revision surgery to remove the broken plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device that would have contributed to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. The explant date is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on december 11, 2015. An updated device report along with photographs of the explanted devices were received. The photographs indicate that there may be an unknown quantity of broken screws. Part and lot numbers of the explanted devices were provided in the updated device report; however, it is unknown at this time which and how many of the screws may have broken post-operatively or during removal of the plate. It was additionally reported that the patient had undergone a revision surgery on (B)(6) 2014 (addressed and reported separated in related complaint (B)(4)) to remove a broken plate and to address non-union. During this surgery, a new locking compression proximal femur plate 16-hole (left) was implanted along with additional fixation extensions. The surgeon noted that the patient has poor bone biology. On the evening of (B)(6) 2014, it was reported by the patient that this second plate broke while she was lying in bed; however, it was not confirmed by the surgeon that the plate actually broke on this date. It was reported by the surgeon that the patient's bone again had failed to heal sufficiently and in his opinion, the patient's biology contributed to the fracture of the second plate. The second plate was removed during a second revision surgery on an unknown date. Additional details regarding further revision and treatment were not provided by the surgeon. This report addresses the second plate implanted on (B)(6) 2014 and the subsequent breakage, non-union and revision/explant surgery. This report is 1 of 2 for (B)(4).